Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate but no error code 5 was displayed during functional testing. Pad damage occurs, when it is clamped against the blade without tissue (and activated). The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The missing tissue pad is unrelated to the reported error code 5

Event description:
It was reported that during an unknown procedure, the surgeon found that the instrument was not functioning correctly after testing, and there was an error code "5" showing on the screen. This occurred before the device was used on the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient.